Event description:
Patient came into hospital with constipation compaction and a compacted firm/hard abdomen. Procedure took place in the ICU and no fluoro was available. The tech forgot to lubricate the device as instructed on the IFU. Physician tried to remove the guiding catheter, but during the process, it broke. Physician tried to use forceps to remove it, however, was unsuccessful. The drainage catheter curled-up in the rectum like an accordion. The decompression did work due to the stomach softening. No surgery was required. The tech forgot to lubricate the device as instructed on the IFU. Per sales rep, the patient's current status is unknown.

Manufacturer narrative:
There were no cdsg-14-175 devices of lot number c634818 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for evaluation. It is not possible to confirm this complaint or determine the root cause as the device was not returned for evaluation. The complaint information provided confirmed that the technician forgot to lubricate the device, as instructed in the IFU, which may have possibly caused the device to break. As per instructions for use (B)(4) also instructs personnel as follows: "flush colon decompression tube and 6 fr guiding catheter with sterile water or lubricate with water-soluble lubricant, then reassemble and advance into colon over pre-positioned wire guide. Use fluoroscopic control to avoid migration of wire guide." Prior to distribution, all colon depression set are subjected to a 100% visual inspection to ensure product integrity. A review of the manufacturing records for cdsg-14-175 devices of lot number c634818 did not show any discrepancies which may have contributed to the complaint issue. No corrective action is warranted at this time. The 2 year complaint history has been reviewed for cdsg-14-175 devices and revealed no other complaints for this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.